Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3057 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3057) have been reported from the same facility in (B)(6).

Event description:
It was reported that during a catheter integirty check following package opening, it was found that the guide wire pierced the catheter. The device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter punctured by stylet is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of a 4 fr groshong catheter was returned for investigation. The stylet flushing hub assembly was present within the catheter. The distal end of the stylet was observed to be protruding from the distal section of the catheter. The characteristics of the puncture location cannot be clearly observed. Base on the photos provided, possible contributing factors include damage during re-insertion of the stylet against resistance. Since the stylet was observed to have punctured the catheter, the complaint is confirmed. The product instructions for use (IFU) states, "slowly remove the stylet. : never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." A lot history review (lhr) of recz3057 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3057) have been reported from the same facility in china.

Event description:
It was reported that during a catheter integirty check following package opening, it was found that the guide wire pierced the catheter. The device was not used on the patient.